Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The power controller board was replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, at the start of a case, the unit had a system failure. The anesthesia machine was replaced. There was no reported patient injury.